Event description:
A pk papyrus covered stent system was selected for treatment of a pre-dilated lesion in the cx. Upon placing the covered stent onto the wire, the stent came off the delivery system/balloon. The device did not enter the patients body or the guide catheter. The equipment was discarded and a new device was opened and successfully implanted. The lot number is unknown.

Manufacturer narrative:
Removed the implant date since this device was not implanted. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. As the lot number of the affected pk papyrus was not recorded at the hospital, the product release documentation of the last three pk papyrus 2.5/20 lots that were delivered to the hospital prior to the reported event date were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no device deficiency or manufacturing related root cause was identified. According to the treating physician, the patients death was neither device- nor procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.